Event description:
It was reported that, "after the 4 femoral cuts were made the 4 in 1 block was removed and one of the pegs on the block separated from the block and stayed in the distal femur. The peg was removed with a pliers and the case continued without delay or adverse effects to the pt."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.